Manufacturer narrative:
The investigation of pump stop has been completed. The impella cp was returned for evaluation. Upon visual inspection a large purge gap indicating bearing wear was observed on the returned pump. No data logs were returned for analysis. Clinical details noted that the pump stop occurred on day 14 of support and pump was unable to be restarted after initial pump stop. The root cause of the pump stop was due to bearing wear beyond intended design life of the pump per design trace matrix.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient with cardiomyopathy was implant with an impella cp device for mechanical circulatory support and approximately 13 days after start of the support the pump stopped. The pump was unable to be restarted, which lead to explanted and replacement of the impella cp device. The patient was reported to be in stable condition following the event.